Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pacing threshold outputs. This rv lead was explanted, replaced with a different model and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pacing threshold outputs. This rv lead was explanted, replaced with a different model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damaged insulation, located 128-132 mm from the terminal end. This type of damage is consistent with repeated stress over time. The insulation damage is consistent with lead-on-can or lead on lead abrasion. The abraded area would have been located within the pocket area. Other surface abrasions are noted on this segment of lead as well. The reported elevated pacing threshold outputs are likely the result of the lead damage observed by the laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design based on the direct observation of insulation damage (abrasion) on the returned lead. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.